Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Additional information is pending.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates the ipg was replaced due to the patient not recharging the ipg as recommended. In turn, the ipg was deemed inoperable. Surgical intervention resolved the issue.